Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. A total of 30 retained samples were subjected to a functional test, and all samples passed the testing, exhibiting no evidence of damage to the device or points of leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 5 of 5. It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, when pressing the button to retract the needle blood splattered onto the patient and staff. Staff was reportedly wearing gloves. No adverse impact was reported regarding the patient or user.

Event description:
Report 5 of 5. It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, when pressing the button to retract the needle blood splattered onto the patient and staff. Staff was reportedly wearing gloves. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.